Manufacturer narrative:
The customer reported that an infant experienced a code and expired. The infant was being monitored by a nellcor stand alone 02 saturation machine which was not connected to a philips m2601a telemetry device that was also monitoring the infant. The alarm review strips provided to philips show high heartrate alarms from the involved telemetry device prior to and during the incident. The hospital staff did not allege any problem with the performance of the m2601a telemetry device. Use of the telemetry device to monitor an infant is an off-label use per the intended use statement and per the regulatory information in the telemetry instructions for use (IFU).

Event description:
The customer reported that a 7-week old infant experienced a code and expired. The infant was being monitored by a nellcor stand alone machine, which was connected to a philips m2601a telemetry device.